Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was going on for a while pts recharger (rtm) was getting kind of warm but not hot or burning them but the pt had to lay on the rtm and stay still otherwise it would stop charging. Then while the pt was recharging the ins the pt went to went to check their charging status the controller screen was completely white and now it was showing everything, the screen would multiple screens at one time. During call pt verified no damage to the controller charging port or to the rtm. Pt reset the controller and when they attempted to recharge the ins pt stated it took forever to find the ins and they did not know if the ins battery was put in too deep. The troubleshooting steps that were taken on the call resolved the issue.